Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned with the anvil bent upwards and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. While the event could be duplicated; it is possible that the device was clamped over an excess of tissue causing the anvil to bend. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device would not close after putting the reload on. A new device was used to complete the procedure. There was no patient impact.